Manufacturer narrative:
(B)(4). Batch # p5779g. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the knife exposed and the proximal 66 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it due to the condition of the device. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information was requested and the following was obtained: can you please clarify the event as you have stated that the device broke. Did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of? When a portion of the staple line had to be sutured, were there missing staples from the staple line? What was the appearance of the staples that deployed (b-formation, irregular, legs straight)? Per the surgeon, he used the stapler 3 times and it worked well. Mind you that the 3 times there was no crossover with another staple line. The 4th time he was closing the window in the bowel at the site of the side-to-side anastomosis. Of course there is overlap of the staple lines at this stage and the stapler fired almost to 90% but would not go all the way and so we could not open the two arms of the stapler. We had to bring the handle back to the beginning of the stapler. Luckily enough the window at the anastomosis site was stapled. There were no unused staples or malformed staples that were observable. The patient did well and there was no leak post op.

Event description:
It was reported that during a hemicolectomy, the device broke after the side-to-side anastomosis, stapling over staple lines. A small portion of the anastomosis required suturing right after completion of firing. The surgeon feels its happening when firing over the staple line at the end closure of the side-to-side. Patient is doing well. There were no patient consequences reported.